Manufacturer narrative:
An internal biomérieux investigation was performed. The sample was no longer viable to submit for evaluation. Biomerieux analyzed the data provided from the customer's tests with the following conclusions: the instrument was operational during the tests (fine tuning acceptance criteria were conform). Based on the analysis of the results obtained from calibrant spots, the customer sample preparation seemed to be quite heterogeneous. Regarding the information provided, the most probable identification is haemophilus haemolyticus. There is a system limitation in the knowledge base user manual, vitek ms v3.0 reference : 161150-556 - b regarding haemophilus haemolyticus : "organisms with lower accuracy of identification- confirm identification of these organisms with an alternate method." Probable cause: non optimal spot preparation. Knowledge base limitation described in the knowledge base user manual.

Event description:
A customer from (B)(6) notified biomérieux of misidentification results when testing an rcpa quality strain with vitek® ms (ref. 410895). The customer cultured the rcpa sample on both ba and ca agar plates and incubated them under co2 conditions. Colonies isolated from both plates were tested with vitek ms, and both were identified as haemophilus influenza (99%). The rcpa result for this organism is haemophilus haemolyticus.